Event description:
It was reported to boston scientific corporation that a radial jaw was used during a stomach biopsy procedure performed on an unknown date. During preparation, a radial jaw had sharp material at the tip of the tweezers, which could cause mucosal laceration. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: device code a180104 captures the reportable event of that the material came with the presence of sharp material at the tip of the tweezers. Block h10: the returned trapezoid basket was analyzed, and a visual evaluation noted that the tail of the washer was out of place and bent. There were no indications of any foreign material present. The reported event was not confirmed. Based on all available information, it is possible that due to the manipulation or technique used at the time to remove the distal end cap could have pulled the tail of the washer out of place, then during the activation it bent. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this reveled that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Device code a180104 captures the reportable event of that the material came with the presence of sharp material at the tip of the tweezers.

Event description:
It was reported to boston scientific corporation that a radial jaw was used during a stomach biopsy procedure performed on an unknown date. During preparation, a radial jaw had sharp material at the tip of the tweezers, which could cause mucosal laceration. The procedure was completed with another of the same device. No patient complications were reported as a result of this event.